Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer booted up to a system error. The programmer goes into a looping cycle when attempting to functionally test. Analysis also found ECG (electrocardiogram) connector is loose on the lem (link electronic module) printed circuit board assembly. The system fan is noisy and the bezel is cracked near display latch hasps.

Event description:
It was reported that the programmer was slow to boot up. The user ran the service disk. After running the service disk, an error displayed during the boot up phase. It was also reported the programmer rebooted by itself. The service disk was ran but the programmer would not run properly. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.